Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported while on support and after the implant, there was placement signal alarms. The pump was started, but the alarm did not resolve. No appreciable difficulty was observed with the insertion. The physician made the decision to replace the impella. A new impella was implanted successfully.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The pump and data logs were returned for investigation. The failure was not reproduced during testing. However, per the data log review, the root cause of the optical signal failure was most likely an air gap from between the aic and the patient cable plug or within the middle of the red handle ferrule since the failure was not reproduced.